Manufacturer narrative:
Exemption number e2019001. The device was received. In this case, the reported gripper line break was confirmed as the gripper line was returned broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper line break cannot be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and placed. During deployment, when removing the gripper line, it broke. The line was able to be retrieved by pulling on the other end. The procedure was completed with the mr reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.